Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer: yes. Date returned to manufacturer: jan 06, 2022. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half with a haptic detached, which is consistent with a lens that was handled during removal. No handpiece was received as part of this return. The complaint issue could be confirmed; however, it cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review. The manufacturing records review for this production order (po) shows that the units were released within specification. There are no discrepancies or nc/CAPA found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. Sap haptic measurement report was reviewed and all results are within specifications, no deviation was found. The search revealed one complaint in this production order but based on the investigation results, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: information unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed that the second haptic was broken during implantation of an intraocular lens (iol) into a patient's left eye. The haptic exited separately out of cartridge. The lens was removed during the same procedure and a new lens was inserted. The issue did not significantly effected the patient's activities of daily life. The patient fully recovered and no issues were reported. Vision pre-operative: 0,4 with correction. Vision post-operative: 0,4 with correction 1-day post-op. It was noted that there was a 30-minutes delay in the procedure. There were no medical or surgical interventions reported. No further information has been provided.